Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure during an attempt to rewind. Troubleshooting was performed for the motion sensor test failure alarm. The customer's blood glucose level was 86 mg/dl at the time of the incident. The insulin pump failed displacement test. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal. The customer stated that the insulin pump was exposed to magnetic clasp on their wallet. The customer was unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motion sensor test failure alarm or perform the occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window and stained address/serial number label.